Manufacturer narrative:
The pump was received with a broken motor slide tip. Unable to perform displacement test due to broken motor slide tip.

Event description:
The customer reported via phone call that their insulin pump was broken off on reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.